Event description:
Healthcare professional reports tech was cut with vial while using direct check quality control. It is not known if the protective sleeve was in use at the time of this incident. No report of serious injury, or administration of medical treatment.

Manufacturer narrative:
(B)(4). Method: no product returned. Result code: product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.